Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump overdelivered during patient use. The device was delivering potassium and phosphate to an unknown patient through the piggyback mode and the infusion was completed more quickly than expected. No patient injury or medical intervention was reported. The software version of this device is currently unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Corrected information: upon further review, this event has also been reported under submission 6000001-2010-02553. Please refer to submission 6000001-2010-02553 for any further information on this event.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2010-04702 and MFR. Report # 3005099803-2010-04703). It was reported to boston scientific corporation that two stonetome sphincterotomes were used during a endoscopic sphincterectomy (est) procedure. According to the complainant, when electric current was applied to the first device, the cut wire broke; no part fell into the patient. A second stonetome sphincterotome was obtained and the cut wire broke; no part fell into the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation could not confirm the reported condition of an overdelivery. The root cause could not be determined. No action was necessary to repair the reported condition. This device is an remediated colleague pump with a user interface module software version of 6.13.92. A follow up report will be submitted if additional information becomes available.

Event description:
This is a report of a homechoice patient (hp) who succumbed to serratia peritonitis following infarction of a segment of bowel and myocardial infarction. The home patient's daughter called the baxter technical service representative (tsr) regarding a system error 2418 alarm that appeared on the homechoice (hc) unit during drain 5 of 13. The daughter stated that the home patient (hp) was in the hospital and is using the hospital homechoice device. The technical service representative performed trouble shooting and therapy was resumed. The nurse stated that the patient was vomiting, had nausea and diarrhea and was very weak so she was taken to the hospital. The patient was admitted to the hospital on (B)(6) 2010 and had a heart attack on that day. The patient was diagnosed with peritonitis on (B)(6) 2010 later determined to be due to leakage from devitalized bowel. The nurse stated that the patient was given an antibiotic but was not getting any better. The patient was taken off of peritoneal dialysis (pd) therapy from (B)(6) 2010 to (B)(6) 2010 but resumed pd therapy due to pain. It was found that there was stool in the patient's pd effluent. The patient had a clot in her mesenteric artery. The patient's intestine infarcted requiring surgery to have four feet of her intestine removed. The patient became more ill and the surgery did not hold and the patient ended up passing away in the hospital on (B)(6) 2010. The system error 2418 will result in a fail-safe shutdown of the device and would not be causally related to these medical events.